Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) medical university a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, collapsed tubes, closure separation, and stopper pop off have been seen in an unspecified number of tubes resulting in blood splatter, blood spillage, and needle collision and damage to the siemens probe. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, collapsed tubes, closure separation, and stopper pop off have been seen in an unspecified number of tubes resulting in blood splatter, blood spillage, and needle collision and damage to the siemens probe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received eight photos for investigation. The photos showed multiple tubes with collapsed sides or collapsed tips, however, closure separation or stopper pop off were not observed. 29 retention samples from bd inventory were evaluated by functional testing for closure separation and 1 of 14 samples failed. Additionally, 13 retain samples were evaluated by functional testing for stopper function defects, with 7 of 13 samples resulting in stopper creepout/ stopper pop off. Furthermore, 30 retain samples were subjected to visual inspection for collapsed tubes and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapse, closure separation, and stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.